Event description:
It was reported that the right ventricular lead experienced increased impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced increased impedance. The lead is still in use. It was further reported that at implant the pace sense portion of the right ventricular (rv) lead was capped and a second rv lead is being used for pacing and sensing. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.